Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. Evaluation: the part numbers and lot numbers are unknown; therefore the device history records could not be reviewed.

Manufacturer narrative:
Other device used: catalog #00595004702, nexgen mis stemmed tibial component, lot #60258864. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Visual evaluation of the returned device shows signs of being implanted scratches on both the proximal and distal surfaces. Wear, dipping and discoloration is identified on the articular surface. Review of the revision operative notes confirms that the patient underwent a left knee revision due to tibial loosening with chronic notable synovitis. The tibial component was identified as completely loosened and was removed. A field action was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2413-2010 contains the related tibial lot number. The device in question was not implanted using a drop-down stem extension; however, the implantation of this component precedes the CAPA implementation date. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to aspect loosening of the tibial component with chronic synovitis.